Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had defective increase and decrease flow buttons. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A device history record (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** chapter 4 operating instructions warning ¿ if you suspect any abnormality with this product, do not use it and take appropriate action according to "chapter 10 troubleshooti ng". If you still suspect something is wrong, please contact olympus. If you use this product that is suspected to be abnormal, it may not only not function properly, but may also cause injury to humans or damage to equipment. ¿ check correct illumination of all indicators during the startup sequence.if an indicator fails to illuminate, then stop using the ofp 2 and contact your nearest olympus service center. Chapter 7 maintenance and repair 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head. 1. Insert the specified water tube (maj-1607 or maj-1608) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc) with volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the flushing pump had defective increase and decrease flow buttons. The intended procedure was completed using a similar device. There were no reports of patient harm.